Event description:
It was reported to philips that while at the philips bench repair, the technician observed a damaged and exposed red lead wire on the therapy capacitor. No adverse patient impact was reported.